Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated that as soon as the product was placed, the set leaked where the tube joins the connector.

Manufacturer narrative:
A review of the device history record for the possible reported lots revealed no discrepancies that may have contributed to the reported condition. One used sample was received at the manufacturing plant for evaluation. The sample was functionally inspected, and no leaking was detected, and the sample worked without any issue. Because the returned sample did not demonstrate the reported condition, the complaint could not be confirmed, and a root cause could not be determined. This complaint will be closed with no further action and will be used for tracking and trending purposes.